Manufacturer narrative:
(B)(4), date sent: 03/24/2021. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Manufacturer narrative:
(B)(4). Date sent: 9/23/2020, batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? No, nothing are there any issues experienced with the device in the initial surgical procedure? No, it worked perfect. What healthcare professional fired the device and what is his / her experience with the device? The professional who uses the device is a frequent user of both the hospital and other accounts. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? If it was within the indicated range, I do not know exactly where the indicator marked that the staple would come out. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? If you waited the 15 seconds. Was the device difficult to close? Not was the device difficult to fire? No did the healthcare professional receive audible & tactile feedback when firing the device? The surgeon who used the device is a frequent user and had not had any problems before. Are the donuts inspected? The donuts came out perfect, the intraoperative device did not present problems. Was a complete transection of the white breakaway washer visually confirmed? Yes, the transection was done correctly. On the screen marked within the corresponding stapling range are there any issues noted with staple formation at any point throughout the care of the patient? There was no problem intraoperatively, they noticed postoperatively because the patient had a leak. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? The day after the operation how was the leak identified? The patient had a fever and they checked him and had a small air leak and another of the patients was because he began to have deposits. What was observed at the site of the leak upon reoperation? How was the leak addressed? With one of the patients it was managed medically and with others they had to do a proximal colostomy, it was not necessary to dismantle the anastomosis. What is the current status of the patient? Today patients are in perfect condition".

Event description:
It was reported that in the postoperative period, the patient presented an air leak when he was tested to see if there was an internal leak. Procedure: sigmoidectomy.